Event description:
The user facility reported that the angio-seal plug would not advance through the introducer sheath. The whole system was removed, and manual pressure was used to achieve hemostasis. The weight of the patient was not provided however, the physician stated that the patient was heavy and an amplatz wire was used to advance. The procedure performed was a peripheral lower leg angio. The estimated blood loss was less than 250cc. Additional information was received on 13sept2024: the sheath size used was a 7 fr. A pre-deployment angiogram was performed. The patient was stable. There were no concomitant devices used with the angio seal device.

Manufacturer narrative:
A4: weight: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that the sheath or carrier tube was kinked during assembly which resulted in inability to advance the carrier tube. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).